Manufacturer narrative:
Device evaluation a report was received indicating the presence of a foreign substance. As no physical sample was returned, a comprehensive evaluation could not be conducted. To support the investigation, four photographs were provided and reviewed by our quality team. The images depict a syringe within the packaging blister, showing brown-colored specks inside the syringe barrel and on the top web of the blister packaging. While the specks appear to be embedded, this cannot be conclusively determined without examining the actual sample. No additional defects or irregularities were observed. A device history record (DHR) review was completed for material number 302832, lot 5091265. The review found no quality issues during the production of this lot that could be linked to the reported condition. Additionally, there were no related quality notifications. All manufacturing processes and final inspections were performed in accordance with specification requirements. To date, no similar incidents have been reported for this lot. Based on the photographic evidence, the customer-reported issue is confirmed. However, in the absence of a physical sample, it is not possible to determine a probable root cause. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported by the customer that syringe had a foreign substance in the packaging.

Manufacturer narrative:
(B)(4) follow up for device evaluation. A report was received indicating the presence of a foreign substance. To support the investigation, one sample in an opened packaging blister and four photographs were provided and reviewed by the quality team. A visual inspection was conducted, revealing a brown-colored speck of embedded degraded resin located at the syringe barrel flange, the bottom of the syringe barrel, and the luer-lok. The images show a syringe within the packaging blister, with brown-colored specks visible inside the syringe barrel and on the top web of the blister packaging. No additional defects or irregularities were observed. The presence of embedded degraded resin is typically associated with startup conditions or intermittent occurrences during the injection molding process. During these times, degraded resin may break loose and become incorporated into molded components. A device history record (DHR) review was completed for material number 302832, lot 5091265. The review found no quality issues during the production of this lot that could be linked to the reported condition. Additionally, no related quality notifications were identified. All manufacturing processes and final inspections were performed in accordance with specification requirements. To date, no similar incidents have been reported for this lot. Based on the investigation and analysis of the returned sample, the customer-reported condition has been confirmed.